Manufacturer narrative:
Concomitant medical products: 407458 lead, implanted: (B)(6) 2018. Evaluation summary: the full lead was returned and analyzed no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold and no confirmation of capture at the highest output. It was noted that the atrial lead dislodged, which was confirmed on fluoroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.